Manufacturer narrative:
Correction: a4.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No programming changes were performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. No intervention was performed. The patient was in stable condition.